Manufacturer narrative:
Updated blocks: b5, & h6. The reported complaint was confirmed. Photo evidence was provided confirming the reported issue. Based on the information provided, the issue was identified on line 4 of the drawing specification, where the line was built according to specification requirements, except the blue and red tapes exiting the sash tray were reversed. The root cause was determined to be workmanship where the red and blue tape on the line 4 tubing segments exiting the sash tray were swapped. A drawing update was performed that added an additional blue tape was added on the tubing segment before the cuvette down the venous line. Additionally, a production alert was performed to raise awareness among product builders to make sure the correct tapes are used to identify the tubes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: just after blood priming and before the connection of the arterial tubing to the cannula, five minutes prior to starting bypass, the perfusionist noticed that there was a mismatch or the red and blue taping inside the sash tray on the arterial and venous lines after opening the tray on the sterile field. The red tape was on the venous line, and the blue tape was on the arterial line. The pack used for the procedure was a cardiovascular procedure kit cx-fr377. The pack was a customer pediatric tubing pack in which the arterial and venous lines are both 3/16-inch (") tubing on opposite sides of line four per the specification. Line four should be connected in a circuit with the venous side denoted by two sets of blue tape and a 3/16" clip, and the arterial side denoted by two sets of red tape and 3/16" clip. The circuit connects to y connectors on each end. The y connector connected to the venous side has a tubing segment extending from it that terminates in a blue cap. The y connector connected to the arterial side also has a tubing segment extending from it that terminates in the red cap. Upon further review of the tubing pack specifications, it was determined that this was a manual assembly error that the lines were not properly labeled with blue tape for the venous line and with red tape for the arterial line outside the sash tray only. On the inside of the sash tray, the tubing going to the pumps, the tubes were correctly taped. The perfusionist noticed this prior to connecting the arterial line to the cannula as the tubing was being cut for the venous and arterial tubing segments. Per the perfusionist, in pediatric surgery, when priming is done with blood, it is common practice to recover the blood from the excess tubing on venous line by briefly unclamping the tube on our side. However, in this case, it was noticed that the blood remained in the open tube, because it was the arterial line, which is occlusive due to the roller pump. It was at that point that the perfusionist noticed the arterial tubing was blue at the outside sash tray and red at the end placed in the pump. The same was noticed for the venous line as well, but with blue tape on the machine end and red tape on the end extending from the sash tray. The pack was not changed out; the correct arterial line and venous line were connected to the respective cannulas. There was no harm and the surgery was completed successfully. There was a delay in the start of the surgery of approximately five minutes.

Manufacturer narrative:
Per the user facility, pediatric priming is done using a blood fresh frozen plasma mixture and the pump runs in a closed circuit using a shunt between the arterial and venous lines. After priming, the blood was to be recovered from the excess tubing on the venous line by unclamping the tubing, however when the tubing was unclamped, the blood remained in the tube as it was actually the arterial line. It was at this time the pump was stopped and the lines were reversed.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the colored labeling on the arterial and venous lines were switched. The issue was noticed while the surgeon was about to cannulate the patient. The procedure was stopped, a fitting was used to restore flow through the arteriovenous shunt, and the cannulations were reversed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.